Event description:
Caregiver was using the hml400 invacare hoyer lift. The arm of the lift broke causing the patient to fall to the floor and strike his forehead on the open door. FDA safety report ID# (B)(4).